Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with the external devices. It was noted the patient had an unrelated procedure in (B)(6) 2020 where it is unknown if the ipg was placed in surgery mode or not. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicates that the patient had lost therapy. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Correction: section d6b - date of explant should have been (B)(6) 2021 in additional report 2 instead of being blank. This correction is reflected in this additional report 4.